Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was attempted to be used during a procedure performed on (B)(6) 2024. It was reported that the balloon burst. The customer stated that no pieces of the balloon detached inside the patient. There were no reported patient complications as a result of this event. No further information has been obtained despite good efforts.